Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions. For use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, it was noted that there was oozing and bleeding from the femoral impella site during impella access. Manual pressure was held in addition to femoral stop placed. Additionally, there was bleeding from other line sites. The decision was made to swap the impella out for intra-aortic balloon pump (iabp) due to bleeding at groin site.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. There was oozing and bleeding from right femoral impella site. The root cause of the access site bleeding issue was most likely patient condition related, there was oozing and bleeding from right femoral impella site during impella access and additionally there was bleeding from other line sites as well.